Manufacturer narrative:
Investigation, including root cause cause analysis is in progress.

Event description:
The customer reported that at the start of the procedure, the xenon light source was 40%, but the light was slightly yellow and lighter than usual. The light source was increased to 100% and the light was still weaker than normal. Small bubbles were observed on the tip of the light probe, and when the probe was removed, it was smoking. The light probe was changed and the case was completed. There was no patient injury.